Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device: 1 year, 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired on (B)(6) 2016 due to a hemorrhagic cerebrovascular accident. No further information was provided.

Manufacturer narrative:
A correlation between the device and the reported hemorrhagic stroke could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient had a massive hemorrhagic stroke. There were no events that directly lead up to the cerebral vascular accident. The patient was stable from both a medical and lvad standpoint and was in the process of evaluation for transplant at another center. It was reported that the patient had been seen recently in the office with nothing to report and there were no concerns with patient's health. The patient's inr was therapeutic and there was no bleeding leading up to the event. It was reported that there were no device issues observed and the device would not be returned for evaluation.